Event description:
Medical affairs has been unable to get in contact with the patient, therefore, sent a letter to obtain more clinical information. The patient called alleging segments were missing on the company meter. The patient felt weak and tired, therefore, the reported tried to test the patient't blood glucose, however, segments were missing. The patient was then taken to the hospital where the patient's blood glucose was 0mg/dl and that she had lack of oxygen. The patient was given IV glucose. Customer service sent the patient a replacement meter. Based on the information provided, this case is being reported as a malfunction, since segments were missing on the device. There is no information on how long the segments were missing for, the patient's diabetes regimen or how often the patient tests their blood glucose. The patient suffered a serious injury, however, there is no evidence that the meter contributed to the injury. The patient experienced symptome prior to testing and there is no information on when the last time the patient tested their blood glucose.

Event description:
Medical affairs has been unable to get in contact with the pt; therefore, sent a letter to obtain more clinical info. The pt called alleging segments were missing on the lifescan meter. The pt felt weak and tired; therefore, the reporter tried to test the pt's blood glucose; however, segments were missing. The pt was then taken to the hosp where the pt's blood glucose was 0 mg/dl and that they had lack of oxygen. The pt was given IV glucose. Customer service sent the pt a replacement meter. Based on the info provide, this case is being reported as a malfunction, since segments were missing on the device. There is no info on how long the segments were missing for, the pt's diabetes regimen or how often the pt tests their blood glucose. The pt suffered a serious injury; however, there is no evidence that the meter contributed to the injury. The pt experienced symptoms prior to testing and there is no info on when the last time the pt tested their blood glucose.